Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was fired, the clips did not release. When they did release, the clips were not formed properly. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.